Manufacturer narrative:
The device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. The device was determined to meet all product specifications related to the reported event. The reported problem 'infused too quickly' was unable to be confirmed during evaluation. Evaluation was unable to reproduce or confirm the customer reported symptom "infused too quickly", however evaluation did experience a similar symptom of an under infusion. Evaluation sent the device for flow testing with a customer ran rate taken from the event history log and came back with failing results: rate = 125 ml/hr, volume to be infused = 31.2 ml, delivery = 29.6 ml (-5.12821%). Pressure setup was performed during the repair process. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was alleged to infuse too quickly during therapy. The pump was set for blood infusion for a total of 500 ml to run over 4 hours. The blood infusion stated at 12:23 and ended at 00:08. Pump finished blood in less than 3 hours. There was no known patient injury or medical intervention associated with this event. No additional information is available.